Manufacturer narrative:
Additional information was received that the flow sensor alarm did not cause an inability to initiate mechanical ventilation. There was no reportable malfunction. H3 other text : additional information was received that the flow sensor alarm did not cause an inability to initiate mechanical ventilation. There was no reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Resetting the connection of the expiratory flow sensor resolved the reported event. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.